Event description:
It was reported that the patient was referred for generator and lead replacement due to high impedance. It is unknown if any patient manipulation or trauma occurred that is believed to have caused or contributed to the high impedance. It is unknown if the device was programmed off after observing the high impedance or if x-rays were performed. Attempts to obtain additional information will be made, but no additional information has been received to date. Surgery is likely, but has not occurred to date.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records of the lead confirmed all quality tests were passed prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.